Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Event description:
This MDR is being filed in assocation with the alleged event filed by the pt's attorney in mdrs 1018233-2013-00025 and 1018233-2013-00027. There have been no allegations of deficiency or serious injury against the device. This device is listed in the pt's operative report.